Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient experienced a severe allergic skin reaction with inflammation/irritation, itching and blisters during use, and 'lasting scarring' after the patch was removed. There was no report of medical intervention. Although the report states a severe skin reaction, it also states minor injury. No other patient or event information is available.